Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the device would restart/reboot itself multiple times. Complainant indicated that the clinician obtained another battery and continued treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.